Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product code:412.116, lot number:51p7818, manufacturing site: grenchen, release to warehouse date: april 24, 2020, expiry date: may 1, 2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ø3.5 self-tap l38 tan the screw was slightly deformed at the neck, and no other issues were identified. The dimensional inspection was not performed for the lockscr ø3.5 self-tap l38 tan due to alleged complaint condition. The functional test was not able perform since the device was received by itself. However, the alleged will not lock/unlock condition can be confirmed since the screw was deformed might be the reason for the device will not lock/unlock condition. The observed will not lock/unlock condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr ø3.5 self-tap l38 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: -locking screw 3.5 xx st sd device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for tibial plateau fracture with the locking screw in question and a plate. When the surgeon inserted the locking screw to a combi-hole of a plate, the locking screw didn¿t lock and penetrated the plate. The surgeon removed the locking screw and inserted another locking screw of the same size instead. It locked properly. The surgery was completed successfully without any surgical delay. This report is for one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/38mm-ster. This is report 1 of 2 for complaint (B)(4).